Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the pk dissecting forceps instrument was not responding. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments yaw pulley was broken. Intuitive motion was not being experienced because the yaw pulley was missing a piece, allowing the grips to have a larger range of motion. No signs of arcing were observed. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. Failure analysis investigation also found the instruments conductor wire was broken at the distal idlers. The instrument failed electrical continuity testing. Failure analysis investigation also found the instruments pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's yaw pulley and frayed pitch cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.